Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported through the national breast implant registry (nbir) "capsular contracture baker grade iii". This record is for the right. Device was explanted.